Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue. The reported also stated that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: a review of the pump¿s black box revealed multiple consecutive pump reboots observed after the cs 128 alarms. The battery compartment and cap were undamaged and able to fit securely. The pump powered up to a dim screen. There was evidence of moisture ingress observed on the display screen. A leak test failed due to a display lens leak. The keypad was unresponsive upon start up. The ¿power¿ complaint was unable to be adequately investigated due to the unresponsive keypad. The keypad rubber was found to be undamaged. The keypad was removed and there was no contamination found on the key¿s contacts. The pump¿s cover was removed and there was further moisture ingress found on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).